Event description:
A customer reported a cartridge alarm issue with their pump, specifically cartridge alarm 20, which had occurred consecutively with two different cartridges. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed that the pump was under warranty and arranged for a replacement pump to be sent, which comes with updated software. The customer was informed about the necessary steps to take upon receiving the replacement pump, including returning the problematic pump using the provided return system.